Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited inappropriate measured data. Attempts to re-interrogate failed. The device was explanted and replaced.